Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Patient code: a device malfunction did occur and regardless of misuse, has caused or contributed to the need for medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, surgery for femoral diaphyseal fracture was performed using the expert afn (antegrade femoral nail) (B)(6) system. At the time of prior-calibration test, calibration pins could not be inserted to the distal holes of the nail 11mm-360mm. However, the shorter nail 11mm-340mm had no problem with the pin insertion. The surgeon used this shorter nail instead, and completed the surgery with a 10-minute delay. There was no adverse consequence to the patient. The surgeon commented that the location of the distal screw holes is different between the two nails. Three distal screw holes are located approx.10 degrees backward from the original position. Concomitant parts: unknown quantity of unknown calibration pins; unknown quantity of unknown drill sleeve; unknown quantity of unknown protection sleeve; unknown quantity of unknown guides/sleeves/aiming: aiming arm; unknown quantity of unknown nail insertion handles. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 04.009.453s, lot no.: l397633, manufacturing location: (B)(4), release to warehouse date: 15.may.2017, expiry date: 01.may.2027, 9 pieces have been scrapped as routine scrap at final inspection for burr (issue not related to the complaint condition): the remaining 3 pieces passed all the inspections performed according se_169513 af.: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. On the 27 february 2018 a manufacturing investigation as part of pi-15205216294138287 has been notified to (B)(4). The involved item has been received in (B)(4) for evaluation on 09 march 2018. The involved item has not been returned in the original packaging. The information etched on the returned item (art. 04.009.453s/ l397633) matches with the one referred in the complaint system and DHR. There are no any visible surface damages on the returned article. The distal holes are visually rotated from specified position. Product inspection the returned nail was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿does not fit with other parts¿ reported in the procedure w-m-s080. The visual inspection identified the distal holes have incorrect angle and position (as also the flutes) and the proximal milled surface is shifted. The raw material has been verified through review of certificate documented in the DHR review section. The conclusion of the product investigation is that the returned part is nonconforming from a manufacturing perspective. Immediate actions no stop shipment was needed because the two remaining parts of the involved lot were returned by japan together with the complained part. These items have been reinspected and resulted in specification (see attachment pi-15205216294138287_manufacturing investigation summaryreinspection other pieces of the involved lot.pdf¿). The operators performing the milling process for the involved items have been informed about the complaint and they were sensitized to follow the working procedures/to pay particular attention during the fixation of the nails in the machine in milling process. (See attachment ¿pi-15205216294138287_manufacturing investigation summary_information to operators.pdf¿). On 13 march 2018, all the nalis of the families a2fn and lfn (same fixation process) in wip in mezzovico plant have been blocked in order to be reinspected to evaluate any further eventual nonconforming part. All the controlled nails (status at the 20 march 2018: 122 lots/ 1464 pcs) have been found conforming to the specification. As immediate action, a 100% inspection able to identify this failure has been added at the milling operation (see dcr/ dco_114434 with which all the relating inspection sheets have been updated) the most probable explanation of this issue is that, during the fixation of the nail into holder of the milling equipment, the operator didn`t fix it properly. Probably the nail didn¿t go deep to the end in the holder hole. This can be confirmed by a damage on the head of the nail suggesting incorrect positioning within fixture during manufacturing. Considering that: an evaluation of the other 2 pieces of the involve lot has been performed and no other nonconforming parts have been identified. An evaluation of the expert lfn and a2fn nalis of the involved items in wip in mezzovico plant has been performed and no nonconforming parts have been identified (status on 20 march 2018: 122 lots/ 1464 pcs inspected) the review of the ncrs in the last three years didn¿t identify any issue potentially related. For details see attachment ¿pi-15205216294138287_manufacturing investigation summary_nonoconformace history review¿). The review of the customer complaints on the articles of this family has been performed: no further similar confirmed complaints on the same issue has been found in the last three years and no negative trends identified which results in an occurrence level of 1 (improbable) considering the high volume of production: ca 65000 (19950+44646=64596) pcs manufactured for this families (a2fn and lfn nails) in the last three years (01.mar.2015 ÷ 28.feb.2018). We consider improbable that other parts are involved in the issue. The bounding of the issue has been considered isolated to the part returned with (B)(4). The prm for the involved items (a2fn and lfn nails) are the se_502490_ad and se_518595_ab. In these prms there are no hazards related to distal holes position out of specification for the involved items: the prms se_502490_ad and se_518595_ab need to be updated because they don¿t adequately address the complaint description for the involved items. A request to update the prm has been submitted to risk management update team and originated the data review activity# dra-010146. CAPA-007913 has been initiated to address the issue. Device is a single use device but was not reprocessed or reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.